Manufacturer narrative:
(B)(4).

Event description:
It was reported that the black plastic of the genesis ii femoral impactor is chipping off. No information about surgical delays, s+n backup devices or when this incident happened was initially provided.

Manufacturer narrative:
The device, intended for use in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.